Event description:
Customer reported to beckman coulter, inc. (Bec) that when they were performing maintenance on the unicel dxc 600 synchron system cuvette wash tower, they noticed a small amount of fluid, approximately 2 ml, underneath reagent probe "a". Customer reported that the fluid was completely contained in the spill reservoir on the reaction wheel cover. Customer reported that the leaked liquid seemed a little soapy. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the sample probes, a1 smart module, the a/b valve assembly, the waste valve.

Manufacturer narrative:
(B)(4).